Event description:
It was reported to boston scientific corporation in 2008, that a hydrothermablator (hta) heater canister was used during a procedure. (Patient age and weight unknown). According to the complainant, when the hta was plugged into power, the canister started to smell burned, and then it turned red and very hot. The plastic lid on the canister melted, and the hta was unplugged. It was no longer used. There is no further information available regarding the patient or the procedure.

Manufacturer narrative:
No obvious physical defects observed. The lab was unable to perform a functional test on the returned heater canister due to the device condition. The top connector was melted and the upper part of the canister rod discolored.